Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and was found to deliver within specification. The event history log review was completed and revealed an infusion was programmed on the reported event date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an over infusion of heparin(36/u/kg/hour) with a spectrum iq infusion pump which resulted in administration of protamine sulfate for reversal. According to the reporter, the pump was programmed for heparin 1000 u/ml with a bag of 25,000u in 250 ml to run at rate of 4.8 ml/hour. It was reported the patient received 25,000u of heparin in seven hours instead of the expected 2,973u. The heparin drip was stopped, and protamine sulfate was administered for reversal. The cause of the over infusion was not reported. Labs continued to be monitored and the patient remained stable. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.